Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the cubie did not open to issue medication. A technical support specialist found in mql that the item had recently been issued by the customer to the patient (quantity=2) and walked the customer through a cycle counting the bin to take out the item. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medflex system, the cubie did not open when trying to issue medication for a patient. The required medication was morphine sul sol 10mg/0.5ml. The customer reported that drawer 2 had been opened, but the cubie did not open and this incident did not result in any delays in dispensing medication to the patient. There were no adverse events or injuries reported based on this event.